Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 463 mg/dl. The patient treated via manual insulin injection. The insulin pump also alarmed motor error. However, the customer was able to rewind during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected failed battery alarm, bad battery alarm or battery error alarm noted. No motor error alarm was noted. The motor passed the motor test. The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a cracked reservoir tube window and minor scratches on the display window. No crack on the display window was noted. No damage on the battery compartment/tube was noted. No missing battery cap contact was noted.